Event description:
A customer contacted beckman coulter inc. (Bec) regarding false sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system for multiple patients. No wrong results were reported out of the lab. The samples were retested after recalibrating the instrument and results obtained were different. The customer provided data from 23 patient samples. Of those, the differences in recovery of 9 samples were within assay precision claims and not included in this report. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The samples were serum. Na did drift higher over the day, but the lab did not consistently run qc with each calibration. Based on available records, the system was recalibrated multiple times throughout the time period of the event. Qc did drift high despite the recalibration. A field service engineer (fse) found a piece of orange tube cap in the electrolyte injection cup (eic). The fse cleaned the flow-cell, replaced the carbon bridge and co2 electrode, and performed a preventive maintenance (pm). The fse verified the instrument's performance. Clear root cause of this event is unknown.